Event description:
It was reported that pump displayed malfunction code and fault ID but no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset device without malfunction recurring, was advised to continue using pump, and was instructed to call back if malfunction code appeared again, which customer acknowledged and understood.